Manufacturer narrative:
Correction to field a1: patient identifier. The console was field service at the user's facility. The console was inspected and it was found that the aiming beam and treatment beam matched the same path. However, the aiming beam had to be replaced. Tube alignment and aiming alignment was performed. Articulated arm alignment is not good so performed arm alignment. The console was tested and was functioning as intended. Based on investigation, the reported event was able to be confirmed. Service history was reviewed and it was identified that the device was installed on (B)(6) 2026 and this event occurred 7 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of micromanipulator misaligned was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The defective aiming beam could have affected the device performance leading to the event experienced by the customer. Based on all information available and investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that that aiming beam was not matched with working laser beam. There was no patient involved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that aiming beam was not matched with working laser beam. There was no patient involved.